Manufacturer narrative:
Correction: date of event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant of the right ventricular (rv) lead the patient experienced positional pauses on telemetry and short periods of asystole. It was also reported that the rv lead exhibited variable sensing, loss of capture and unstable thresholds. The changes in threshold values appeared to be positional and was suspected to be related to loss of slack on the rv lead when the patient is in upright position. The rv lead was reprogrammed, slack was increased during subsequent revision and remains in use. No further patient complications have been reported as a result of this event.